Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. The customer chose not to repair device. If more information is received this complaint will be reopened and updated.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had and unexpected shut down . The console had just returned after being cleared by biomed 3 days ago, after the same issue occurred. Today was the first day it had been used on a patient after being cleared for use. ECMO/mcs (extracorporeal membrane oxygenation/mechanical circulatory support) coordinator had rounded around 2015, all connections were in place, iabp was connected to ac power and running on ac power. Just before 2200, ECMO/mcs coordinator and perfusion were called by the primary rn (registered nurse) because the iabp had shut itself off and would not turn back on. The back lower switch was in the correct position. When using the main on/off switch, the screen would flicker at best. After 10 minutes, the console did eventually turn back on as the backup console arrived from cath lab. Switch-over of connections made from iabp 4 to the backup iabp console by ECMO/mcs coordinator and perfusion. FDA medwatch (B)(4).